Event description:
The bottom half of the numbers on the display are missing. A review of the system was conducted over the phone. The review indicated that the meter was missing segments from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.